Event description:
A 37+ gestational week baby was placed on an oscillating high frequency vent. The blender was set on 20 10. The pt's po2 were averaging in the 300's all day. It was found that the blender was set on room air but the tubing was set up so 100% o2 was coming through the ventilator. The ventilator was reset up and the o2 was brought to room air and the pt's po2 have come back down.